Event description:
In this event it is reported that a 30k fsi-sli-fg-1000 ins, pkd insert gets warm and does not have adequate water flow. No injury.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Return qty. (B)(4), 30k fsi-sli-1000 fg-49, 00120834 bul. 30k test method / gp005-wi02 inductance: gauge ID# (B)(4) due: on (B)(6) 2024 result 3.03. Meets spec does not meet spec n/a tip condition: - meets spec does not meet spec n/a stack condition meets spec does not meet spec n/a tested on: g130 gage ID# (B)(4) due date: on (B)(6)2025 set pressure: 35 psi. Water flow: output rate: 35 psi - meets spec does not meet spec n/a spray: - meets spec does not meet spec n/a water leak: hp sealing ring proximal ring distal ring seam leak n/a vibration: - meets spec does not meet spec n/a grip condition: meets spec does not meet spec n/a other visual observation: insert has a bad spray pattern. Insert was tested on a digital thermometer i.d.#(B)(4). Due date: 09/30/2025. The temperature was 84.8 °f, no fault found. The specifications state the temperature is not to exceed 118.4°f. (Per frs-9175). Alleged event: confirmed - not confirmed.